Event description:
Boston scientific received information that during a yearly check of this implantable cardioverter defibrillator (ICD), one non-sustained episode was found. The health care professional wanted to understand how long the episode lasted but the duration isn't shown in the logbook report. The patient was given 7 shocks to convert ventricular tachycardia that did not convert the rhythm. As a result the decision was made to explant the device. During the explant procedure, the setscrew would not loosen, it would just spin. A bone cutter was used to free the lead from the device header. There were no adverse patient effects reported as a result of the procedure.

Manufacturer narrative:
It is unknown if the lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.